Manufacturer narrative:
Pt info outcome and any add'l info will be provided upon receipt from user facility.

Event description:
Three pts experienced auditory seizures within the last 2 weeks. All 3 pts involved reportedly do not have any seizure history. One reported seizure turned into grand mal seizure. The chamber was depressurized and the pt was sent to the ER. In the other two seizures, the chamber was compressed to air and within 5 minutes the pt's hearing came back and the seizure stopped. Both treatments were stopped.